Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) presented in the emergency room with hypoglycemia. It was reported that during the ambulance ride, a pulse rate of 20 bpm was noted. However, there was no documentation for the heart rate nor was there any witness to the patient's condition at the time. Device interrogation revealed normal function except a small rise in pacing threshold measurements since the last check. The patient paces about 1%. The nurse reported capturing a long pause in the surface electrogram, however the patient was asymptomatic. A chest x-ray showed no issue with leads.